Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "there were with lots of tubes, many of them had a low vacuum or none at all. In the last samples draw, it was reported that they've filled only up to half."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "there were with lots of tubes, many of them had a low vacuum or none at all. In the last samples draw, it was reported that they've filled only up to half."

Manufacturer narrative:
H6: investigation summary: bd did not received samples or photos from the customer for review and analysis. Therefore, 20 retention samples from the bd inventory were functionally tested and the customer's indicated failure mode of underfill was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is not able to confirm the customers reported failure mode of underfill with the retain sample test results. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor.